Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited no atrial capture with large sensed waves due to lead dislodgement which was confirmed via x ray. This ra lead was attempted to reuse. However, this ra lead was unable to retract due to tissue in the helix. Subsequently, this ra was explanted, replaced with the same model and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited no atrial capture with large sensed waves due to lead dislodgement which was confirmed via x ray. This ra lead was attempted to reuse. However, this ra lead was unable to retract due to tissue in the helix. Subsequently, this ra was explanted, replaced with the same model and will not be returned for analysis. No additional adverse patient effects were reported.